Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened. Based on the case report, the poor graft resulted in increased stress on the endobutton fixation which led to eventual failure of the suture loop. It was also noted that ¿that anterior placement of the endo-button at initial surgery may be a predisposing factor for intra-articular displacement of the endobutton¿. It is the researchers recommended to check the endobutton position intraoperatively to avoid such a complication. The future impact to the patient beyond the procedure cannot be determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient had an acl reconstruction due to a ruptured acl. 36 months later, the patient presented a knee pain and instability. On an MRI examination, it was revealed a failure on the acl graft, the suture loop had failed and resulted in the intra-articular displacement of the endobutton. This event was treated with revision surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.